Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The 90% stenotic de novo lesion with calcification was located in the mildly tortuous proximal to mid left anterior descending artery. The physician advanced the 2.0 x 12 mm apex balloon catheter to the lesion and on the first inflation, inflated the balloon to 6 atms for ten seconds and the balloon ruptured. There were no pt complications. The procedure was successfully completed with non-bsc device. Pt's status is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.